Manufacturer narrative:
(B)(6). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that the co2 check exhaust inop is displayed even after changing out the sample line. There was no pt impact.